Event description:
Event description cpi received information that this bipolar lead was repositioned due to dislodgement. During a follow-up visit, one month after implant, the physician noticed a high threshold value. The physician elected to perform an invasive procedure and found the lead had dislodged. The lead was repositioned and remains implanted.